Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture baker grade iii" and "device migration/implant malposition". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Event description:
Healthcare professional via nbir (national breast implant registry) reported "capsular contracture baker grade iii", "device migration/implant malposition", and "correction of asymmetry". This record is for the left side. Device was explanted and replaced. Capsulotomy/capsulectomy performed.